Event description:
Caller reported a malfunction on the pump, identifying the issue as malfunction code 0. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, after which the malfunction code did not recur. The caller was informed to contact support again if the issue arose, and they acknowledged these instructions.